Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, a root cause could not be determined: event 1: positive in culture test the relation between the subject device and the event was unable to be judged from the investigation results. Event 2: rust at joint between forceps raiser wire and distal end cause of the event could not be established from the following investigation results. No obvious deviation from IFU was confirmed from the review of the reprocessing steps provided by the user. Moreover, the no issue was confirmed on storing circumstance for the device as it was stored in a drying cabinet. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The following channels are flushed: air/water channel, auxiliary water channel, and forceps elevator wire channel. Aniosyme x3 detergent is used for precleaning. Manual cleaning is performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, and the distal end/areas around the elevator using an lta medical d-3748125 brush and aniosyme x3 detergent. The customer uses an olympus etd4 automated endoscope reprocessor (aer). The device is stored in a horizontal position after reproessing. Olympus is the maintenance company for the device. The scope is not sterilized. The aer was reportedly microbiologically tested; however, the results were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that all channels and the distal end of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The sampling report was dated (B)(6) 2022. All channels were initially sampled on (B)(6) 2022. The overall sample tested positive for 19 colony forming units (cfu) of unspecified microorganisms. The distal end/erector channel tested positive for 17 cfu of unspecified microorganisms. The scope was sampled again on (B)(6) 2022. The overall sample tested positive for 10 cfu of unspecified microorganisms. The distal end/erector channel tested positive for 5 cfu of unspecified microorganisms. The auxiliary channel, suction channel, and biopsy channel individual sampling results were within specification.

Manufacturer narrative:
This report is being supplemented to provide an additional reportable malfunction that was identified during the evaluation of the returned device. During inspection and testing, it was observed that there was rust on the distal end of the forceps raiser wire. In addition, the service center found that the charge-coupled device (ccd) cover lens was cracked, the adhesive of the bending section cover (a-rubber) was separated, the connecting tube was cut, the connecting tube protector was shaved, key top #1 was discolored, and wear and tear was observed at the distal end of the biopsy channel. The investigation is still in-progress. A supplemental report will be submitted, once the investigation is complete.